Event description:
The state vital records indicated that the device manufacturer was not entitled to the patient's death certificate.

Event description:
It was reported that the vns patient passed away. The funeral home indicated that it was believed that the patient was buried and the device left implanted. The cause of death was not known. No additional relevant information has been received to date.